Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. D10: ifnt410, full osseotite tapered certain implant 4 x 10mm/ lot number unknown/not provided. G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient returned with a mobile crown. We removed the crown and took an x-ray and could see that the screw is fractured. We tried to remove the fractured screw with the screw removal kit and it was not possible and the implant had to be removed. Tooth site #16. Symptoms as a result of the event: pain.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. The reported unknown certain ti-screw, is functionally in order and not broken. The item is showing heavy usage marks, however, the screw is not the variant, which is packaged by zfx in the tibase kit and which is recommended for the final placement. The complaint ¿fractured screw¿ therefore is not confirmed.

Event description:
No additional event information received at the time of this report.